Manufacturer narrative:
Model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 19830173. Model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was no longer getting adequate pain relief. The patient underwent an explant procedure.